Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was noted that some atrial high rate episodes appeared to be possible oversensing on the atrial lead. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date of birth. If information is provided in the future, a supplemental report will be issued.